Event description:
It was reported that the patient ate breakfast without entering a meal announcement while using the ilet, after which blood glucose fell below 70 mg/dl with a fingerstick low of 56 mg/dl and subsequent recovery to 75 mg/dl following calibration and monitoring. Symptoms included hypoglycemia without reported immediate health effects. Outcomes included no need for medical intervention, no assistance from others, and receipt of device low and urgent low alerts. Investigation included guided troubleshooting, education on proper meal announcements, and confirmation of low via fingerstick calibration. Investigation of this case revealed that the ilet responded to an unannounced postprandial glucose rise by delivering insulin that contributed to hypoglycemia, consistent with device behavior when a meal announcement is missed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.